Event description:
The device was returned after being explanted for normal battery depletion indicators. The device subsequently tested out of specification during manufacturer's analysis. No patient complications have been reported as a result of this event.